Event description:
It was reported that the right ventricular lead was noted to have a loss of capture when programmed for a magnetic resonance imaging (MRI) scan. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 implantable pacing lead (B)(6) 2011. (B)(4).